Event description:
Rhim, j. K., park, j. J., ahn, j. H., kim, h. C., na, d., chai, c. L., & jeon, j. P. (2022). Influence of renal impairment on neurologic outcomes following mechanical thrombectomy in acute vertebrobasilar stroke. Neuroradiology: a journal dedicated to neuroimaging and interventional neuroradiology, 64(4), 807¿815. Https://doi.org/10.1007/s00234-021-02838-0. Medtronic review of the literature article found an analysis of 110 patients who had ischemic stroke caused by vertebrobasilar artery occlusion and underwent mechanical thrombectomy between march 2015 and december 2020 at 4 facilities. Multivariable logistic regression analysis was conducted to assess the associations between renal insufficiency (ri) and outcomes and mortality at 3 months, and the development of intracerebral hemorrhage (ich) after the procedure, as well as the influence of ri on survival probability after patient discharge. It was noted that 49 patients underwent suction thrombectomy, thus it is considered that 61 patients underwent thrombectomy with a solitaire stent retriever. However, there was no specification of which patients were treated with solitaire ab or solitaire fr and there was no specification of the treatment type (suction only vs. Solitaire) in any of the cases, so it could not be known if the patients who had adverse events were treated with a medtronic device or not. There was no device malfunction reported in the article. However, the below adverse patient events were reported: serious injury adverse events: - 54/110 total patients did not have favorable neurological outcome. Favorable neurological outcome was measure and defined by modified rankin scale (mrs) score 0-2. - 2 patients were reported to have post-operative symptomatic intracranial hemorrhage.

Manufacturer narrative:
Associated with MDR #: 2029214-2023-02038 which was reported for outcomes of patient mortality reported in the literature article. A3. Reported patient sex (male) is representative of the majority of patients included in the literature article study group. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.